Manufacturer narrative:
Follow-up #1: date of submission 10/08/2015 device evaluation: the device has been returned and evaluated by product analysis on 09/21/2015 with the following findings: there was evidence of a voltage drop/excessive battery use observed in the black box. The pump powered on with the returned battery cap. The cap was able to fully tighten and the battery compartment was intact with no damage. Current draws were within specifications and there was no excessive pump temperature duplicated during investigation. The pump case was removed and there was no moisture or loose inside the pump. Unrelated to the original complaint, the display was dim and discolored.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a temperature (temp - physical damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.